Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
No returns from the customer site were available for this evaluation. Accuracy testing was performed with in-house retained reagents of lot 41903ui00. Four sets of panel samples covering the assay range were tested in both the routine and stat modes of operation on one architect analyzer. All results met specifications indicating the acceptable performance of this assay lot. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The instrument logs were reviewed from the customer site which revealed that the suspect sample was preceded by two samples that generated very elevated total (B)(6) results. The customer was advised to replace the sample probe. After doing so, subsequent results and instrument operations were acceptable. The total (B)(6) assay package insert and the architect system operations manual contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.

Event description:
The customer states that one patient sample generated an architect total b-hcg assay result of 9915 miu/ml. On (B)(6) 2014, a second sample was drawn and tested and generated a (B)(6) result. No suspect results were reported from the lab with no patient impact.